Manufacturer narrative:
Film evaluation summary; the cause of the inability to deploy the proximal free-flo could not be determined from the films provided. Pre-implant CT¿s from a film report confirmed that the patient had a 25cm length dissection that extended from just past the lsa into the abdominal aorta. Complete angiograms during implant were not provided; stent graft positioning, deployment, and removal of the delivery system were not available for review. A single still non-contrast angiogram during implant was returned. The angiogram showed that a valiant stent graft had been implanted just over the top of the arch. Lack of contrast did now allow assessment of dissection exclusion or stent graft/vessel patency. While the stent graft had been completely deployed across the arch and into the descending thoracic, the proximal free-flo bare spring remained captured within the tip which was still combined with the spindle. Other than implanting within the dissected thoracic, analysis of the returned films did not reveal any other anatomical characteristics that could explain the reported event. The cause of death from a type a dissection occurring one day post procedure also could not be determined. It is possible that the deployment difficulties was caused by a device issue. Additional information received ; it was noted that in order to deploy the device in the end the physician used the top of a knife to remove the back end wheel system with the use of strong force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: a slight gap was observed between the tapered tip and the graft cover. Slight kinking was observed on the graft cover. The tip capture release handle components were detached. The t-bar component was noted to be moving freely along the back end. The handle was dissembled; the t-tar had detached from the peek lumen. The silicone seal had adhered to the peek lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 293 mm dissection. It was reported that during the index procedure the "back and wheel can not open" however the physician was able to complete the procedure and deploy the valiant stent graft. It was noted that the cause of the event was undetermined. It was reported that the patient has expired due to a type a dissection one day post procedure. No other clinical sequelae were reported.